Manufacturer narrative:
The reported malfunction was observed and attributed to a filter-inductor on the system board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during biomed testing, the device powered up with no display. Complainant indicated that there was no patient involvement in the reported malfunction.